Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation. The suspect device wsa returned for evaluation. Review of the event history log confirmed a check clutch alarm; however, testing was unable to duplicate the reported alarm condition. The device was working as intended. A lead screw nut was found loose. Therefore, per preventative procedure the lead screw nut was replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.